Manufacturer narrative:
H10: the actual device was not available; however, four (4) photographs of the sample were provided for evaluation. The photographs were visually inspected which noted the twist clamp was not fully engaged in the lock ed/ closed position. Due to the nature of the sample, no further testing could be performed. Therefore, the reported condition of transfer set "could not be closed completely " was verified however, the condition of leak was not verified by the photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name:. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set could not be closed completely and resulted in a leak at the main body. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.